Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented the over pressure alarm. The issue was found during a therapeutic laparoscopic cholecystectomy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d8, d9, h2, and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer. Updated fields: b2, b5, h1, h6 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was received from the customer that during the therapeutic laparoscopic cholecystectomy, the high insufflation unit had dropped in pressure causing a loss of space in the abdomen. The device showed a pressure of 10mmhg. The procedure was completed by converting from a laparoscopic procedure to open cholecystectomy. No further patient harm was reported.